Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, the cartridge was leaking. Customer declined to provide further information regarding events. There was no impact to the customer¿s blood glucose level. Customer reverted to manual injections for alternate insulin therapy.